Event description:
It was reported that the device was explanted after an implant duration of approximately 76.23 months, due to mitral regurgitation and mitral insufficiency. The ring was dehisced and had pulled apart from the anterior leaflet, allowing mitral regurgitation. It is now learned, that the patient has expired. Patient also had two other valves implanted.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the surgeon (via fax), additional information, the operative report, and the death summary was received. A device history record review is in process.